Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were found to be high out of range. The patient's device was reprogrammed to use an alternate shocking vector. No adverse patient effects were reported. The patient's device and this rv lead remain in service. No adverse patient effects were reported.